Event description:
It was reported that this right ventricular (rv) lead was suspected to have become dislodged. Technical services (ts) was consulted and reviewed stored data, with loss of capture (loc) for this rv lead suspected since capture could not be confirmed. Ts recommended further in clinic examination. This device remains in service. No adverse patient effects were reported.